Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no and staples present/location, 2 missing. Analysis conclusion: based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there were two staples missing from the staple ring. It could not be determined as to how or why the staples fell from the device. It is possible that the firing knob may have been inadvertently moving during insertion. It is imperative that the safety must be in the on position prior to firing the instrument. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a gastric tube procedure. It was reported by the affiliate that two or three staples dropped when the surgeon was trying to insert the device from the gastrotomy. The staples were retrieved from the pt. One staple was taped to the device. The surgeon used another device to complete the case. There was no pt consequence.